Manufacturer narrative:
Analysis confirmed the customer's comment that the menu arrow down button turns on the "pause" feature with no output. The keypad and main printed circuit board (pcb) were replaced as a preventive. However it was noted that the hanger was cracked and the lower case was broken. Two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output shuts off when the down arrow is pressed. The external pulse generator (epg) remains in service. There was no patient involvement.